Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the left ventricular (lv) lead. The stylet was cut at the end of the lv lead and connected to the device as normal. The lv lead and the right atrial (ra) lead dislodged post procedure. The leads dislodgement was confirmed via x-ray. The ra lead was repositioned. The lv lead was explanted. The patient was stable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to be removed from the left ventricular (lv) lead. The stylet was cut at the end of the lv lead and connected to the device as normal. The lv lead and the right atrial (ra) lead dislodged post procedure. The leads dislodgement was confirmed via x-ray. The ra lead was repositioned on (B)(6) 2025. The lv lead was explanted. The patient was stable.